Manufacturer narrative:
Combination product: yes. An erosion was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Patient presented to ed and stated when he awoke this morning ICD was hanging out of his chest (by the lead) with an open wound. Per pt, on previous day, he had a car door open, and the corner of the car door hit his left lateral chest overlying his old scar from ICD placement, the skin was not open but did have some tenderness. Patient was transferred to another hospital and system was explanted. Patient was given wound vac for infection and a lifevest. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
Patient presented to ed and stated when he awoke this morning ICD was hanging out of his chest (by the lead) with an open wound. Per pt, on previous day, he had a car door open, and the corner of the car door hit his left lateral chest overlying his old scar from ICD placement, the skin was not open but did have some tenderness. Patient was transferred to another hospital and system was explanted. Patient was given wound vac for infection and a lifevest. Should additional information be received, this file will be updated.